Event description:
It was reported that four vitality final drivers became stripped due to use over time. There was no reported patient impact. This is report four of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2024-00049 through 3012447612-2024-00052.

Event description:
Further information from the reporter indicated this was reported in error. The distributor confirmed on (B)(6) 2024 that only two drivers were stripped, not four.

Manufacturer narrative:
Corrections to all fields. Further information from the reporter indicated this was reported in error. The distributor confirmed on (B)(6) 2024 that only two drivers had twisted tips, not four. This report is being filed to redact the initial MDR submission.